Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the device was operating in battery mode when plugged in to ac power and the device was alarming. There was no patient harm.